Manufacturer narrative:
Concomitant products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3889-28, lot# va080ee, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va080ee, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient still had concerns with their device or therapy, but was working with their doctor or manufacturing representative. It was noted the patient had an appointment on (B)(6) 2013.

Event description:
It was reported that stimulation ¿seemed to go off¿. The patient reportedly felt no stimulation sensation. The reporter indicated that the patient increased stimulation by 0.1v by the second week in may and the night prior to the report, increased stimulation by .2v because she wasn¿t feeling stimulation. The patient was initially informed that she had to feel stimulation all the time. The patient reportedly saw her healthcare provider (hcp) on (B)(6) 2013 and it was shortly after that appointment that the patient stopped feeling stimulation and went back to a ¿urinating pattern¿ like prior to implant. The patient couldn¿t feel stimulation during the day but could feel stimulation at night while lying down. The reporter indicated that the patient could feel stimulation while ¿leaning up against a wooden railing¿. The night prior to the report, the patient felt stimulation ¿on the left side of her vagina¿ when she ¿leaned on both her left and right elbow¿. It was noted that the stimulation sensation from the device was different than the sensation the patient felt during the trial. The sensation from the device was reportedly ¿more delicate¿. The reporter indicated that the patient was scheduled for an appointment with her healthcare provider on (B)(6) 2013. It was later reported that the ¿pulling was so intense¿ the night prior to the report that the patient could not lay on it. The day of the report, the patient ¿couldn¿t sit down¿ to eat breakfast. For no reason, ¿it went higher¿. The reporter however clarified that the number did not go any higher and was still showing as 3.3v. The reporter indicated that the patient was ok when walking but when she ¿sat down it was really intense¿. The reporter stated that the patient wanted to ¿make sure¿ before she ¿touched the programmer¿ to increase and decrease stimulation¿. If additional information becomes available, a follow-up report will be submitted information also reported on patient's other implantable neurostimulator (ins) in manufacturer's report # 3004209178-2013-10651.